Event description:
Allegedly the end user was thrown to the floor when the footplate on the unknown wheelchair broke. End user¿s foot hit the floor during transport when the tubing broke, causing the chair to suddenly stop and eject the end user from the chair. End user reportedly sustained unspecified injuries and it is not known if medical intervention was sought.